Manufacturer narrative:
On 30 may 2017, the (B)(4) performed a clinical evaluation and commented as follows: the insert fixation screw got loose in a cemented tka 1,5 years after primary operation. The reason for these events could not be determined, nor could the event be reproduced in the laboratory. Normally screws can get loose when insufficient tightening torque is applied, but other reasons may also be relevant in the generation of the event, therefore the root cause of the problem cannot be determined with certainty. The prosthesis can work perfectly even at long term without the screw, so no other clinical consequences should be expected unless the loose screw damaged the articular surfaces, but there is no information relative to this aspect.

Manufacturer narrative:
Additional information received on 08 march 2017 and includes: the screw was removed successfully. The surgeon did not use torque limiter in primary, because he wanted to screw with big force. Batch review performed on 27 march 2017. Lot 144622: (B)(4) items manufactured and released on 22 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Arthroscopic removal of the insert screw two months after implantation, due to unscrewing. The screw was removed successfully.